Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient's symptoms were drainage and discoloration at the lead site. The patient was prescribed antibiotics. The patient is reportedly doing well following the procedure. The physician does not believe the infection was related to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg) model: sc-2208-70, serial: (B)(4), description: st linear lead 70cm model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm model: sc-1110, serial: (B)(4), description: precision implantable pulse generator (ipg) model: sc-2208-50, serial: (B)(4), description: st linear lead 50cm explanted devices will not be returned to bsn as it was discarded by medical facility.